Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a farawave catheter experienced spline inversion issues. Troubleshooting including rotation of the catheter in the sheath and manual correction outside the patient the patient was performed with no resolution. The procedure was stopped, as there were no replacement catheters available. The patient was under deep sedation when the event occurred. The pulmonary vein isolation procedure was completed the next day using a non-boston scientific pulsed field ablation system. No patient complications were reported. The device is expected to be returned for analysis.